Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers in the device were failed, and device was not detected on bus. A field service engineer (fse) identified that the es refrigerator was connected to the main network port instead of the designated helmer ethernet port, which was causing issues with drawer functionality. Fse worked with the customer remotely to resolve the issue by reconnecting the network cables to their correct ports. Function checks were performed and drawers were detected. Customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all drawers in the device were failed and was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.